Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was not pacing after the first implant. When the lead was repositioned later that day, the implantable pulse generator (ipg) was disconnected then reconnected to the lead and would pace. On the third intervention that evening, the lead was replaced but when the ipg was connected to the new implanted lead it would not pace. The lead was tested again and was found to be working fine. The physician decided to replace the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.